Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Boston scientific technical services discussed the possibility the measurement could have been due to electromagnetic interference (emi) and suggested following up with the patient to determine where they were or what they were doing at the time of the measurement. At this time the plan was to continue monitoring the system. The device and rv lead remain in service. No adverse patient effects were reported.